Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line had a leak during peritoneal dialysis therapy. The patient was connected in fill one. The leak was from the patient line at the point where it meets the white connector. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic visual inspection identified inadequate welding of the tubing to the patient line connector. Leak testing, clear passage testing, clamp function testing, and device-device interaction testing was performed on the device. Leak testing identified a leak from the inadequate weld on the tubing to the patient line connector. The reported condition was verified. The cause of the reported leak was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.